Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4) for the reported event of clip failed to separate from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used on (B)(6) 2012 during an esophagogastroduodenoscopy (egd) in the duodenum. According to the complainant, the oversheath was removed from the device prior to use. After advancing the device through the scope, the clip was deployed, but it failed to release from the delivery catheter. However, the user was able to eventually release the clip and complete the procedure with this device. Reportedly, the scope was being used in the "bend" of the duodenum. No patient complications resulted from this event. The patient condition was reported as fine post procedure.